Manufacturer narrative:
Review of the submitted system controller log files showed elevations in pump power as well as a brief period of low flow hazard alarms. The two submitted log files captured data from (B)(6) 2017 and from (B)(6) 2017. Pump power ranged from 3.7 watts to 6.1 watts between (B)(6) 2017 and from 5.0 watts to 10.9 watts between (B)(6) 2017. Low flow hazard alarms were captured on (B)(6) 2017 when the estimated flow was calculated at 2.4 lpm. Despite the observed elevations in pump power, the pump speed remains above the low speed limit for the duration of the log files. Based on previous complaint experience, sustained elevations in pump power up to values over 10 watts could be indicative of potential device thrombosis; however, a specific cause for the power elevations and low flow events could not be conclusively determined without a full evaluation of the device. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years, 3 months. The lvad currently remains implanted in the patient but is not in use. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that after over 2 years of support, the patient was admitted to the hospital on (B)(6) 2017 for gastrointestinal bleeding due to a long history of diverticulitis. The bleeding was successfully treated and resolved; however, four days after admission, pump parameters showed no estimated pump flow calculation. Lab values showed a normal range of lactate dehydrogenase levels and an inr of 3.0. Pump thrombosis was suspected and lysis therapy was performed twice. As the lysis therapy did not bring the values back to normal range, a decision was made to deactivate the pump, cut the driveline and occlude the outflow graft. The patient was stable and the ejection fraction was 40% after the procedure. No additional information was provided.